Event description:
It was reported to boston scientific corporation that a jagtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during the procedure, prior to attempting to backload a balloon catheter onto the end of the sphincterotomes pre-loaded guidewire, the coating on the proximal end of the guidewire was discovered to have been crumpled. The yellow and black hydrophilic coating was moving. A second autotome rx sphincterotome was used to complete the procedure. The customer indicated the balloon catheter did not malfunction. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed of an will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).